Event description:
The reporter stated that the surgeon was inserting a aq2003v three piece silicone lens into patient's eye and the lens flipped over as it went into the capsule. The surgeon enlarged the incision to remove the lens and put in another same model lens and used a suture to close the incision.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows both haptics are torn off into the optic & are missing. There's a tear in the optic of the lens. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned.